Manufacturer narrative:
B2 added selection that was omitted from the initial report that was submitted. E1 added initial reporter phone number as it was omitted from the initial report that was submitted. H6 added b13 code as it was omitted from the initial report that was submitted. Investigation summary: the investigation has been completed. No product was returned. Unable to deliver or advance (delivery issue): the cause of the deliver issue was determined to be patient condition as the patient had small vessel size and anatomy preventing successful delivery of impella. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the physician tried to place impella 5.5 but the 5.5 was unable to advance through graft anastomosis due to small vessel size and anatomy. The 5.5 placement was aborted and intra-aortic balloon pump was inserted through the vascular graft.